Event description:
It was reported that a user experienced prolonged hyperglycemia with cgm readings up to 400 mg/dl and a subsequent fingerstick of 469 mg/dl after a supply change on a cartridge-driven set, during which the user observed drops at the needle but was uncertain about insulin visible in the short tubing, and the user had paused insulin for a shower and then ate dinner. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.